Event description:
A revision surgery was conducted using the blueprint planning feature. The reason for the revision was that the patient's baseplate became dislodged from the glenoid within two weeks of the initial surgery. The devices removed during the revision were the baseplate and the glenosphere. The initial surgery encountered challenges, including a drop off on the posterior glenoid due to bone loss, which likely contributed to the baseplate not being properly secured. Additionally, one of the peripheral screws had broken during the initial surgery, but it was not deemed to be the cause of the revision.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
A revision surgery was conducted using the blueprint planning feature. The reason for the revision was that the patient's baseplate became dislodged from the glenoid within two weeks of the initial surgery. The devices removed during the revision were the baseplate and the glenosphere. The initial surgery encountered challenges, including a drop off on the posterior glenoid due to bone loss, which likely contributed to the baseplate not being properly secured. Additionally, one of the peripheral screws had broken during the initial surgery, but it was not deemed to be the cause of the revision.